Manufacturer narrative:
The pod was received in the not deployed position with the adhesive liner attached to the bottom housing. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.